Manufacturer narrative:
Per tandem¿s pump user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced an elevated blood glucose (bg) of 565 mg/dl. Reportedly, customer did not secure t:lock connection. Customer administered a bolus via pump to address elevated bg. An infusion set change was performed to resolve the issue and insulin delivery was resumed.